Event description:
It was reported that during a procedure for a femur fracture, the drive shaft would not stay attached to drill while reaming. The case was delayed by 10 minutes until another drive shaft was obtained. Procedure was completed. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received in final assembly state for a manufacturing evaluation. The visible portion of the drive attachment surface had scratches and the outer sleeve and the drive shaft appeared to have a residue present. Also, the threads appeared to be damaged on the proximal end of the drive shaft assembly, which is consistent with this complaint. Due to thread damage, not all relevant features to the complaint could be checked and not all components could be measured for material type and hardness. No issues were found during the dimensional analysis on features that could be checked. The sleeve and shaft were verified and found to be correct material type. Since all relevant features could not be checked, this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)